Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's aunt reported that the insulin pump said that the delivery failed and caused a high blood glucose level. The insulin pump alarmed no delivery. Customer's blood glucose level was close to 500 mg/dl. The customer treated her blood glucose level with an injection. The customer was unable to troubleshoot. The device was not returned.